Manufacturer narrative:
Updated fields - (site country), (type of investigation, investigation findings, investigation conclusions). (Additional contact information: name - (B)(6). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit pump shutdown. The rn stated they did not hear any alarms prior to the pump shutting off. They restarted the pump prior to calling, they retrieved a second pump and was able to change the second cardiosave without issue. No patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.